Manufacturer narrative:
Results: three used units were received for evaluation. Leak testing was performed on each of the units and leakage was observed from a crack on port b of the housing component for two of the units. An absolute root cause for this occurrence could not be identified, however, the engineer notes that this type of damage is not inherent to the manufacturing process. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on sample evaluation, we found that crack leads to leakage; however, we were not able to associate this crack to the mfg process. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. Process fmea rm5864 was reviewed and there are proper controls in place to detect product malfunctions. Conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd connecta¿ stopcocks connecta plus 3 leaked during use. No injury or medical intervention.